Event description:
It was reported that when using the bd pyxis¿ es server, the discontinued orders were showing at the devices. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that discontinue orders were showing at the station. The technical support specialist (tss) dialed into the server and found that the order ID was discontinued. The tss confirmed that the patient associated with the mrn was also discharged. Another attempt to find the mrn ID from the station yielded no results. After three follow-ups, no response was received, the tss proceeded to close the case.